Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 19290907/19290907, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected.